Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the ra lead was explanted due to noise. Episodes of noise were infrequent and intermittent. Sensing, impedances, and thresholds were all within normal ranges. Patient reported not feeling well when noise was detected. Additionally, the noise was oversensed. The ra lead was removed and a new lead was inserted without complication. The rv and lv leads remain untouched. A new can was connected.